Event description:
Patient called spontaneously to report that her cadd ms3 pump (sn: (B)(4)) lost programming and cannot be used. Patient states she was getting ready to switch pumps when the error occurred. She was using her functioning backup pump at the time. Pump will be replaced. No other information known. Was any medical intervention provided? No. Did product fault occur while in use with patient? No. What was patient doing when error occurred? Getting pump ready to switch. Did product issue case/contribute to patient or clinical injury? No. Reported to (B)(6) by patient/ caregiver.